Event description:
It was reported to philips that the system failed to start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system cannot start up. Rse advised for field inspection however customer rejected the quote. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.